Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b5, d1, h6 . MDR section codes updated/corrected: b, c, d, e, g. The reason for the patella dislocation and subsequent repair reported cannot be conclusively determined; however, it may be related to component positioning, surgical technique, and/or patient-related factors. The reported event could not be confirmed as the devices were not returned for evaluation, and relevant patient information or images were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported by a female patient, that they had a failed surgery following a left knee implant procedure, resulting in a dislocated patella. They reported poor balance, unable to sit or stand, do stairs, and basically walk properly. An x-ray was requested which indicated a ¿floating kneecap¿. During follow-up with the surgeon, he indicated that this was very rare, probably due to failed sutures, and he could fix it in another procedure. The patient underwent a procedure to repair the floating kneecap.

Manufacturer narrative:
D10: concomitants: (B)(6) 02-012-60-1425 - tru stem ext 14mm x 25mm. (B)(6) 02-020-13-0230 - truliant cr cem fem cr cem left sz 3. (B)(6) 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t. (B)(6) 02-022-47-3010 - truliant tib imp cr std, size 3, 10mm. (B)(6) 204-70-00 - tibial stem ext. Screw. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported by a female patient, that they had a failed surgery following a left knee implant procedure that occurred in (B)(6) 2023, resulting in a dislocated patella. They reported poor balance, unable to sit or stand, do stairs, and basically walk properly. On (B)(6) 2024, an x-ray was requested which indicated a ¿floating kneecap¿. During follow-up with the surgeon, he indicated that this was very rare, probably due to failed sutures, and he could fix it in another procedure. The patient underwent a procedure to repair the floating kneecap on (B)(6) 2024. 2 weeks later an x-ray indicated that the repair had failed. During a follow up on (B)(6) 2024, the surgeon stated the implant was normal. He did not know why this occurred and provided options of wearing a brace for the rest of the patient¿s life or to have the entire surgery redone. The patient indicated she no longer sees this surgeon, and they are on their 4th episode of physical therapy. No further information. This is 1 of 2 events.